Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode fell out of the device pocket due to pocket erosion and infection. A revision procedure was performed where the s-ICD and electrode were explanted and replaced with a transvenous device system. No additional adverse patient effects were reported.